Event description:
Report received of a possible unrequested bolus delivery. The device was programmed to deliver an unspecified medication. No specific programming parameters were provided. The customer contact reported, "the pump recorded many patient attempts and possibly had an unrequested patient delivery. There were no reports of any adverse patient events while the device was in clinical use.